Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior vaginal repair procedure done on (B)(6) 2014. According to the complainant, during the procedure, the physician made a standard dissection; no bleeding was noted after he got the mesh. When the physician was closing the site, the patient bled with unknown cause. The physician trimmed the mesh. A unit of blood was ordered for blood transfusion. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact age of the patient is unknown; however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.